Event description:
The customer received control readings of 151 and 137mg/dl on the contour next meter. The readings were not automatically marked as a control tests, which will be displayed as blood results when accessing the meter¿s memory. No adverse event was alleged. The control solution is expected to be returned for evaluation. New meter and strips were sent to customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.